Event description:
The customer reported that during a vitroetinal procedure, the system locked up and would not reboot. The system locked up when the machine pressurization of the bottle shut off after only a few seconds. The customer rebooted the system twice, with no success at resolving the problem. The procedure was delayed for two hours while the customer borrowed another machine from another hosp. The delay also resulted in prolonged anesthesia. The pt outcome was reported as good.

Manufacturer narrative:
The co service representative examined the system and confirmed the problem. He replaced a dc power cable, reseated the cables, and replaced the host module. Investigation, including root cause analysis is in progress.